Event description:
Event description cpi received information that this implantable cardioverter defibrillator and transvenous lead were explanted. The patient had twiddler's syndrome and twisted the lead until it dislodged. The physician elected to replace the lead and ICD.